Event description:
The account alleged that when the brake steer pedal is set into brake mode the head brake casters will not lock in brake. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.